Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient kept getting "jolted" post-implant. They also reported the lead was programmed off. No further patient complications have been reported as a result of this event.